Event description:
It was reported during the pt's trial period the pt complained of posterior neck pain with or without stimulation. The physician repositioned the lead and the issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.